Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information. The additional mitraclip device referenced in b5 is filed under a separate medwatch report number.

Event description:
This is being filed to report the leak requiring intervention. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. Two clips were successfully implanted. When advancing the third clip delivery system (cds), it was noted air was entering the hemostasis valve of the steerable guide catheter (sgc). Aspiration was performed however air was still seen entering the valve therefore the cds was removed. Blood was seen exiting from the valve therefore the sgc was removed. Outside the patient, when flushing the sgc, it was noted the clip introducer had broken off and part of it was stuck in the sgc. A new sgc and cds were used to complete the procedure, reducing mr to 1+. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
The returned device analysis confirmed the reported leak. A review of the lot history record revealed no manufacturing issued to the reported lot. Additionally, a review of the complaint history identified no other incidents reported from this lot. All available information was investigated, the reported leak appears to be due to procedural circumstances. The reported unexpected medical intervention was a result of case-specific circumstances there is no indication of a product issue with respect to manufacture, design or labeling.